Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported hat first two devices the wires burned out and needed to be replaced. And that for the first two devices she kept voiding all the time, so she knew something was wrong and patient had it replaced. No further complications noted or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: j0417590v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: j0417590v, ubd: 03-mar-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported hat first two devices the wires burned out and needed to be replaced. And that for the first two devices she kept voiding all the time so she knew something was wrong and patient had it replaced. No further complications noted or anticipated.